Manufacturer narrative:
At time of initial emdr explant date provided was reported as a future date that had not been confirmed. Explant date has since been confirmed.

Event description:
Patient reports "hardening of the breast, swelling, pain in one is very strong, rippled implants and a rupture. Consultant diagnosed pain with grade 4 capsular contracture (right breast)". The device was explanted. Right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hardening of the breast, swelling, pain in one is very strong, rippled implants, grade 4 capsular contracture (right breast)."

Event description:
Patient reports "hardening of the breast, swelling, pain in one is very strong, rippled implants. Consultant diagnosed pain with grade 4 capsular contracture (right breast)". Device remains implanted.